Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor had a missing electrode and that the insulin pump was unable to pick up a sensor signal. The blood glucose reading was 6.1 mmol/l. Advised replacement of the sensor. Nothing further reported.

Manufacturer narrative:
One opened/used enlite sensor was inspected and sensor cannula was retracted inside the sensor base, unable to confirm if customer received sensor in said conditions as it was returned opened/used.